Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor reported that a patient had a skin irritation under the ECG and therapy electrodes. The area was described as a rash with bruising from the garments pressing into the patient's skin. A distributor representative assisted the patient in adjusting the fit of the garments. During a follow up, it was reported that the patient's doctor had provided hydrocortisone cream and the irritation was improving.